Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, testing with a retained kit, sensitivity testing, a review of the performance of the likely cause lot, and a review of product labeling. Ticket searches determined that there is a normal complaint activity for the likely causative agent lot. The tracking and trending report review did not identify any trends. A retained file reagent of the architect anti-hcv reagent lot number 01791be00 was tested in a sensitivity setup. Results of this setup did not implicate that the performance of the lot is negatively impacted. Two sensitivity panels and additional replicates of the positive control were tested. The sensitivity panel and positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. The seroconversion panel results were compared to architect anti-hcv test results. Lot 01791be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. The performance of the likely cause lot did not identify any non-conformances or deviations. No systemic issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a (B)(6) anti-hcv result when processing on the architect i2000sr. The initial result was (B)(6) and retest result was (B)(6). The customer also reported this patient is clinically suspected to have acute (B)(6). No impact to patient management was reported.